Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a abdominal aortic aneurysm interventional procedure. Reportedly, there were two access sites, the pre-close technique was used with one and the other was a 6f access. The pre-close site was successfully closed. Pulsatile flow was obtained at the 6f access site; however, when the proglide device was removed the knot came out with the catheter. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The physician claims it was not the proglide device's fault and is satisfied with the product. No additional information was provided.